Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjo (B)(4) on behalf of the importer (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer (B)(6) 2013: during a transfer with a pt, one of the front castors fell off while in motion. The lift then tipped. No injuries reported. The resident was caught when the lift tipped forward.